Event description:
The customer reported that while the unit was in use on a patient, the unit shutdown on battery power. The patient was swithced to another unit and therapy was continued. No patient injury was reported.